Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken retention dome was confirmed, but the cause of the damage was unknown. One 20 fr ponsky non-balloon replacement tube was returned for investigation. Evidence of use was observed on the returned sample. Residue was observed within the gastrostomy tube and the dual port feeding adaptor. Yellowing of the dome was observed during the inspection of the returned sample. A separation of the dome material from the peg tube was observed. A portion of the dome material remained attached to the tube. A tactual investigation revealed elastic weakness in the section of tube distal to the star bolster. It is possible that excessive force was applied during insertion and/or removal of this device and that the dome material was weakened or stretched beyond its elastic limits. The complainant indicates the retention dome broke when exchanging the feeding tube. The product IFU provides the following guidance to prevent damage to the tube during removal. During the traction removal procedure, pull the catheter parallel to the stoma tract. Do not pull catheter laterally at an acute angle to the stoma tract. Doing so will apply a force greater than intended for the design and may result in damage to or separation of the dome. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the internal dome fell into patient¿s small intestine when exchanging the catheter on (B)(6) 2017. The physician decided not to retrieve the internal dome soon and wait until the dome is naturally discharged from the patient body. The dome was discharged on (B)(6) 2017. No injury to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the internal dome fell into patient¿s small intestine when exchanging the catheter on (B)(6) 2017. The physician decided not to retrieve the internal dome soon and wait until the dome is naturally discharged from the patient body. The dome was discharged on (B)(6) 2017. No injury to the patient reported.